Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that: clip hold error. One mic4036 reload (a) was received with no apparent damaged and with only 4 clips loaded. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 4 clips as intended. The clips were formed as intended and conforming to our manufacturing requirements. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Three additional cartridges were received for evaluation. The analysis results of the mic4036 cartridge (b), (c) and (d) found that they were received empty. No damage on the cartridges was noted as both the covers and bases were observed properly attached.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many specific devices failed during the one procedure? Note: events reported in 2210968-2019-84798, 2210968-2019-84799, 2210968-2019-84800, 2210968-2019-84802, and 2210968-2019-84803.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2019 and an implantable suture clip was used. During the procedure, the clip did not hold. There were no adverse patient consequences. Additional information has been requested.